Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a potential programming error for an infusion of potassium chloride in the neonatal intensive care unit (nicu). The hospital pharmacist reviewed a digital hospital infusion dashboard and noted that zero potassium chloride infusions were recorded. A bd clinical consultant reviewed "medication safety analytics and infusion knowledge portal and only [saw] infusion information for 1 potassium chloride infusion in the nicu". The customer declined to provide additional details of the event. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a potential programming error could not be confirmed since no logs or devices were returned for investigation. The event was reported to have occurred on (B)(6) 2025. The event time was not reported. Laboratory testing could not be performed due to no devices being returned for investigation. No logs were received for investigation; therefore, a log review could not be performed; however, bd representative have looked at the data in medication safety analytics and infusion knowledge portal and only saw infusion information for one (1) potassium chloride infusion in the nicu between the dates of (B)(6) 2025 that was within the guardrails limit. There was patient involvement, but no harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported potential programming error for an infusion of potassium chloride was not identified during investigation. No log review or laboratory testing could not be performed due to no devices being returned for investigation and the logs were not provided by the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a potential programming error for an infusion of potassium chloride in the neonatal intensive care unit (nicu). The hospital pharmacist reviewed a digital hospital infusion dashboard and noted that zero potassium chloride infusions were recorded. A bd clinical consultant reviewed "medication safety analytics and infusion knowledge portal and only [saw] infusion information for 1 potassium chloride infusion in the nicu". The customer declined to provide additional details of the event. There was patient involvement, but no harm.